Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012374947 was returned and analyzed. Visual inspection of the handle area was performed and the inspection identified a kink at the side port tube. The returned dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. In conclusion, the reported issue (as the sheath/dilator were inserted through the groin the needle/dilator unsnapped from the sheath) was not confirmed through analysis and testing. The sheath failed return inspection due to a kink at the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the integrated needle/dilator snapped into sheath during prep but as soon as sheath/dilator were inserted through the groin the needle/dilator unsnapped from the sheath. The needle/dilator was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.